Manufacturer narrative:
The insulin pump passed functional test including displacement, prime, basic occlusion, occlusion and no delivery tests. The motor passed motor test. The insulin pump had unexpected motor noise during rewind due to faulty motor. The insulin pump had cracked reservoir tube lip, scratched lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a driver/motor anomaly and high blood glucose. The blood glucose at the time of the incident was 230 mg/dl. The customer states the driver/motor sounds like a cement mixer. The customer states they have been running high for two days and believes it is due to the motor/drive.. The customer has treated the high blood glucose with manual injections. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.